Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated while using her coaguchek xs meter (serial number (B)(4)) she obtained results of 1.8 inr, 2.5 inr, 2.0 inr, and 2.1 inr within 27 minutes of each other. All capillary samples were obtained from separate fingers. It was reported that no change was made to her medication. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent.

Manufacturer narrative:
The customer returned the strips and the meter. The test strips and vial showed no defects. The meter appeared undamaged and clean on the outside. The returned test strips were measured with the returned meter in comparison with relevant retention test strips (lot 206195-10) and the current master lot coaguchek xs pt test strip (lot 230734-80). The maximum difference between measurements with the same blood sample was 0.1 inr. The customer allegation, in this case, has not been substantiated. The relevant retention test strips (lot 206195-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). The obtained results showed a maximum difference of 0.0 inr between retention samples and master-lot. There were no error messages that occurred. The retention samples were inconspicuous and performed as specified.